Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4). The xience pro x is currently not commercially available in the us; however, is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal right coronary artery (rca). Pre-dilatation was performed in the mid rca and a 2.75 x 23 mm xience pro xpedition was being advanced to the distal rca when it could not cross through the mid rca. When the device was pulled back it was observed that the stent had dislodged in the proximal rca. The stent delivery system was used to deploy the stent in the proximal rca in healthy tissue. Another stent was deployed in the distal rca to successfully complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.